Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant. Internal reference #: (B)(4).

Event description:
It was reported that during the procedure, the device ablated for one minute and twenty four seconds until the eap illuminated. The physician removed the device from the cavity and reinserted it but it would not pass cavity integrity assessment. The cavity was viewed via hysteroscope and the physician believed she perforated the patient uterus but could not get a good view. The procedure was aborted. Patient was given antibiotics and a pelvic ultrasound. The patient is doing well with no further issues.